Event description:
It was reported that by the end-user that their left eye (os) felt cloudy after she wore her contact lens rinsed with acuvue revitalens product. It was stated that the disinfecting solution was opened 3 to 4 weeks prior. Removing the lens and scrubbing it again with the solution did not resolve the problem. Consumer indicated that she felt that her eyesight became completely white and foggy. It was stated that she immediately went to the eye clinic. While waiting, her eyelid began to feel strange when she blinked. Later, the doctor assessed that the entire cornea was damaged by fluids. No diagnosis was provided. Ointment medication was prescribed. The doctor cleaned her eye with purified water, and from that point she started to feel pain in her eye. It remained painful for about one day, but the eye pain subsided in about 2 to 3 days. It was stated that the disinfectant solution was discarded at the clinic. The eye is recovering and getting better at the time of the call. No further information was provided.

Manufacturer narrative:
Unknown, as information was asked but consumer declined provided the information. Implant date: n/a; acuvue revitalens is not an implantable device. Explant date: n/a; acuvue revitalens is not an implantable device. Concomitant: j&j 2-week acuvue lens, lot and name unknown. Phone number: (B)(6). Medical device problem code 3191: no code available (contact lens affected). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined.  Manufacturing records review:  the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaint data for lot number: zh07166 was performed. The search revealed that three additional complaints were received against this lot in the last 12 months. No escalation required. Conclusion:  a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.